Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 3ccs of juvéderm® volift® with lidocaine into the forehead. On that same day, patient reported they saw a black dot floating and blurred vision and the injection site turned red. 6000 units of hylase was injected immediately and patient was given a steroid. Patient was then taken to an opthalmologist who reviewed the patient and confirmed there was no blockage in vision. There was reportedly no occlusion. Patient was prescribed antibiotics and steroid and event reportedly resolved same day.